Event description:
During a coronary artery bypass procedure, two heartstring seals did not deploy out of the deivery tube into the aorta. Replacement was used to complete the procedure. No patient complications were reported by the hospital.